Manufacturer narrative:
Identifying information of the part, such as the lot number of the device was not reported to paragon 28. The device history record was reviewed and met all material specifications with no deviation identified. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 monster screw system on (B)(6) 2015. The hx6 cannulated driver was reported to have broken three times in the same case while trying to use it for headless screws. The driver tip was reported broken and it came out with the k-wires which then needed to be fished out of the soft tissue with an x-ray. The patient is said to be (B)(6) years old with a dense bone quality.